Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reports that the "unit is plugged up, but will not turn on" while tying to do an op check. The device was not attached to a pt and there was no pt involvement.